Event description:
The customer reported that during a lobectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. The size of the pulmonary vessel is unknown. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.